Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that on (B)(6) 2026, the patient experienced an infusion set bent cannula event which led to hyperglycemia. The patient¿s blood glucose level was reported to be high which was managed with insulin administered via a pump.